Event description:
Related manufacturer reference number: 2017865-2022-13267. It was reported that the patient presented to the clinic for a pacemaker system extraction due to bacteremia. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The pacemaker was reused as an external pacer while the patient was recovering from the infection. On (B)(6) 2022, new pacemaker, ra lead, rv lead and lv lead were implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.